Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product and returned in pieces. Visual inspection found optic split and haptic broken. Unable to identify lens or complete dimensional inspection due to damaged state of lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -09.50/+2.0/178 (sphere/cylinder/axis) (implanted vertically), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. This was the replacement lens for MFR. Report # 2023826-2023-00184. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.